Event description:
Stirring motor failed to operate causing non-function of device in its entirety.the manufacturer stated they would be looking into the issue.what was the original intended procedure?the intended procedure was to warm formula for patient use.device #1is this a laboratory device or laboratory test?no.